Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) observed a reagent probe filling issue and resolved it. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas 8000 - cobas e 602 module. The initial result was 8216 pmol/l. The repeat result was 80 pmol/l. No questionable results were reported outside of the laboratory.